Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically a fill estimate of 4 units instead of the anticipated 250 units, with a difference greater than 30 units. There was no adverse impact to the customer's blood glucose level. The customer was educated on proper cartridge air removal and decided to load a new cartridge. After being guided through the process and delivering a 10.2 unit bolus, the fill estimate discrepancy was resolved with no further differences noted.